Event description:
In 2008, the patient reported that he had power concerns with his infusion device for 5 days. He stated that he has been receiving e8 (power interrupt) errors and e7 (electronic) errors, as well as, e2 (battery depleted) errors without first receiving an a2 (battery low) alert. He stated that at one point, the infusion device went "dead." He stated that he has changed the battery 3-4 times in the last several days. He has never changed the battery cover. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.